Manufacturer narrative:
The device log files were provided for evaluation. The log files confirmed the reported alarm had occurred and determined the inspiration block required replacement to resolve the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Customer reported the device exhibited technical failure 388 error - no o2 dosing possible. There was no patient involvement reported.